Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-07194, 2134265-2009-07191. It was reported that post a coronary drug eluting stenting treatment procedure, a myocardial infarction, ventricular fibrillation and very late stent thrombosis occurred. The patient presented having a myocardial infarction with non st elevations, and it discovered that the right coronary artery (rca) was occluded. The physician elected to medically manage the patient. Seven days later the patient presented with angina post-myocardial infarction with a totally occluded rca and an 80-90% occluded obtuse marginal (om) artery branches 1 and 2. A thrombectomy catheter was used to remove the thrombus in the rca. A maverick balloon was used to predilate the rca and was inflated 8 times. The same maverick balloon was then used to dilate both om vessels twice. A 3.5x32mm taxus express2 drug eluting stent was implanted in the rca. A 3.0x28mm and 3.0x24mm taxus express2 stents were implanted at the bifurcations of om 1 and 2. The patient was placed on plavix for one year. No patient injuries or complications occurred. Patient's status is satisfactory. Two years later, the patient presented to the emergency room diaphoretic, grey, clammy and having a myocardial infarction, st elevations and chest pain. While in the emergency room, the patient went into ventricular fibrillation and had to be shocked twice. The patient was given 600mg of plavix and transferred to the cath lab. A thrombectomy catheter was used and three taxus stents (3.0x38mm, 3.5x8mm and 2.75x38mm) were placed overlapping the prior placed stents. Due to the patient's response to plavix in the emergency room, the physician thought that the patient may be resistant to plavix and elected to start 10mg effient daily as antiplatelet therapy. No further patient injuries or complications occurred. Patient's status is satisfactory.